Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed and mildly calcified de novo lesion in the distal left anterior descending artery. The patient presented with severe chest pain. A 2.75x12mm xience prime stent was deployed at 16 atmospheres; however, a distal end dissection was noted. Another xience prime stent was successfully used to cover the dissection. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.